Event description:
A us distributor reported that a patient's electrode belt cable was damaged and the belt was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt sn 59004144 has been completed. The reported problem (add gel messages, damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear-1 therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.